Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available.

Event description:
In this event it is reported that a c-pilot files cc+ sterile file broke during use. Outcome of this event is pending. No injury reported.

Manufacturer narrative:
Investigation: it was confirmed that no product will be made available for investigation complaint was evaluated at mc1 based on given lot number. DHR: no changes in production. DHR review was performed. No issues were detected. The root cause cannot be determined. The complaint is registered, and we will monitor the trend. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive use, patients condition and behavior during treatment or material issue (no analysis of the broken instrument possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. Correlation between adverse event and the involved medical devices: ¿ indeterminate: the important information of adverse event is incomplete or unavailable, and the cause of adverse events of medical devices cannot be determined. Additional information received: the reporter feedabcked the information below. - has the broken part been retrieved from root canal or not? Yes - was a follow-up treatment necessary or not? No - is the treatment completed or not? Yes - is the claimed product available for investigation or not? No. This is a follow up report for this additional information.